Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope hd autoclavable had broken components. There were no reports of patient harm.

Event description:
Customer report several rigid scopes that the doctor's report to be unusable because they can¿t see through the scope due to broken rod/lens¿ within them. The urology territory field manager came by the customers office because they wanted the manager to facilitate the repairs. The managers main contact doesn¿t know the exact dates when these scopes were reported broken and only learned of the issues when visited on october 24, 2024. The problem was first noticed before a cystoscopy diagnostic procedure. The intended procedure was completed without delay with similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d8, d9, e2, e3, h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint of broken components was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the issue was due to excessive force. The reported fault descriptions are most likely due to the effect of a large mechanical force due to a shock, fall, or collision with other equipment. Olympus will continue to monitor field performance for this device.